Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product evaluation has been performed. The following complaint description has been reported: oscillating saw attachment does not function. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. During the pre-repair diagnostic assessment the service technician identified the following failure code: service the service technician identified the probable root cause: normal wear the service history review shows no previous service conditions relevant to the current complaint issue. The additional information gathered does not alter the original assessment made during the initial evaluation of the complaint reportability. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the oscillating attachment does not function. It was also reported that the device was sent in for evaluation and repair. No additional information provided. This report is 1 of 1 for (B)(4).